Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 572mg/dl with large ketones; cause was the customer ran out of insulin while at school. Bg was addressed via a manual injection, and a new cartridge and infusion set. The customer was instructed to consult with their healthcare provider regarding bg level.